Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device. Omsc did an analysis of the foreign material and found that it was a silicone-based substance. Silicone-based substances are used in various applications such as watertight packing, silicone-based adhesives, and silicone members. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure, the user found that the water supply was poor. The user returned the device to the olympus repair center. During the inspection, olympus repair center found that a black rubber-like foreign material clogged in the channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.